Event description:
It was reported that the reservoir of a small volume infusor had ruptured during filling. The device was manually being filled with a syringe, however the solution was not reported. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was returned for evaluation. A ruptured bladder was confirmed during a visual inspection. The bladder was microscopically examined, however the root cause could not be identified.